Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. Although the issue was not duplicated a ventilator inoperative alarm indicating a motor failure was observed in the device's downloaded event log. The device was tested, and no malfunction was observed. The device's blower assembly and system board were replaced to address the error. Preventive maintenance was performed. The device's air inlet foam, particulate filter and muffler assembly were replaced per protocol. The device was cleaned and tested and passed all final testing.